Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: suction channel: klebsiella pneumoniae, air/water channel: unspecified microbes (17cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model minietd2 (not available in the USA) using peracetic acid. There was no report of infection associated with this report. The user facility performed additional microbiological tests ((B)(6) 2019). As a result of the testing, no microbe was detected from the sample collected of the device. In addition, the following microbes were reported to have been detected in the past from the subject device: [on (B)(6) 2017] (olympus): air/water channel: pseudomonas aeruginosa. [On (B)(6) 2017] (user facility): instrument channel: pseudomonas aeruginosa, air/water channel: unspecified microbes. [On (B)(6) 2018] (user facility): instrument channel: pseudomonas aeruginosa. [On (B)(6) 2018] (olympus): -there were no microbes detected. [On (B)(6) 2018] (user facility): instrument channel: klebsiella pneumonia. [On (B)(6) 2018] (olympus): there were no microbes detected. [On (B)(6) 2018] (user facility): instrument channel: pseudomonas aeruginosa, suction channel: klebsiella pneumoniae. [On (B)(6) 2019] (user facility): suction channel: pseudomonas fulva. Other detailed information such as the number of microbes was not provided.